Event description:
It was reported that a pt presented in-clinic for a routine follow-up. Upon review of the stored ams-hvr episodes, rn observed noise on both the ra and rv leads. Episodes occurred during the pt's water aerobics class. Isometric testing was conducted to see if noise was able to be re-created in clinic. The pt's device remained implanted and will continue to be monitored.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.